Event description:
Customer reported a failure code 570. Customer reported there were no patient injuries or medical intervention associated with this report. Customer stated incident occurred during biomed testing. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No additional contact information was provided.

Manufacturer narrative:
(B)(4). The pump is in the process of being evaluated. A follow up report will be filed upon completion of the evaluation or if additional information becomes available. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA, (B)(4).